Event description:
On (B)(4) 2013, the patient experienced the acute ischemia of the left leg and the physician performed the left femoral endarterectomy, embolectomy and the angioplasty procedure with dacron patch. On (B)(6) 2013, the physician re-did the left femoral endoarterectomy. According to the information provided, this procedure was not device or procedure related.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to ischemia and occlusion of device or native vessel. According to the IFU, key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks, improper component placement, and vessel occlusion.

Event description:
On (B)(6) 2013, the patient was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2013, the computed tomography angiography (cta) showed that the aneurysm size was 56mm. The follow up cta on (B)(6) 2013, revealed that the aneurysm size was 53mm. On (B)(6) 2013, it was reported that the left iliac leg was occluded. On (B)(6) 2013, the patient underwent a fem-fem bypass crossover from right to left. No further adverse events have been reported.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Also implanted: (B)(4).